Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00106 through 3012447612-2022-00109.

Event description:
It was reported that three screws could not be locked into a 4-level maxan plate. The three screws had to be replaced to complete the case. There was a 15-minute delay and no impact to the patient. This is report three of four for this event.

Manufacturer narrative:
Corrections in d1 and d4: UDI number. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation product was not returned and photos were not provided, so device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to cross threading or inserting on an off-axis angle. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that three screws could not be locked into a 4-level maxan plate. The three screws had to be replaced to complete the case. There was a 15-minute delay and no impact to the patient. This is report three of four for this event.